Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death and worsening heart failure are known potential complications that may be associated with use of this product and in all patients with heart failure. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient expired from acute heart failure while still hospitalized after his ventricular assist device (vad) implantation. No autopsy was performed and the pump was not explanted post-mortem and the site plans to dispose of the patient's peripheral equipment. No further information was provided.

Manufacturer narrative:
The pump was not returned for evaluation; while the controller dc adapter was returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against either device; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. Failure analysis of the controller dc adapter revealed that the device passed visual inspection and functional testing. Review of log files was not performed since the log files covering the event date were not available for analysis. Of note, the patient expired due to acute heart failure. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient is reported to have expired from acute heart failure. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4) - controller dc adapter model:1435. If information is provided in the future, a supplemental report will be issued.